Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of implantation was (B)(6) 2005. The patient¿s identifier is dr. The brand name of the affected devices is mentor smooth round moderate profile saline. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number mw5100282 that a female patient underwent breast surgery with an unspecified mentor saline implant and suffered from generalized illness symptoms severe autoimmune response, heart palpitations blurred vision, neck pains, rash and other health issues, symptoms progressively worsening. As a result, the patient had undergone removal on an unknown date. This medwatch is for the right side.